Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyp procedure performed on (B)(6) 2022. After the clip was advanced into the intestinal duct, the tip of the clip extended from the catheter; however, the clip could not be released from the catheter after it was clipped onto the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of full deployment. The device was returned without the over-sheath. Additionally, the blue grip was returned detached from the sheath, which is an evidence that the over-sheath was removed from the device. Microscopic examination was performed, and it was found that the bushing had hit marks on one of its hooks and on the top of the bushing. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the bushing had hit marks which is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the investigation found that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyp procedure performed on (B)(6) 2022. After the clip was advanced into the intestinal duct, the tip of the clip extended from the catheter; however, the clip could not be released from the catheter after it was clipped onto the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.